Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell while playing and as a result the touch screen became shattered and unresponsive in the lower half of the display screen. The customer's blood glucose was approximately 200 mg/dl. Reportedly, the customer consulted with their health care provider for alternate insulin therapy.